Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump was alarming an error code 10. They stated that this resulted in a two and a half hour delay of therapy. They stated that the patient does not have any other feeding methods available. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).